Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection showed no anomalies. A save to disk caused an unexpected error. This is due to the programmer recorder monitor (prm) application being corrupted. Such that no more than 112 files can be placed in the root directory with space still open on the disk. In a normal save to disk operation up to 220 files can be saved. This device did not trigger any battery timestamps. This device passed the e2 testing, and commensurates with battery voltage. Pin gauge testing confirmed that all port diameters were within design specification range, however, the diameter of the is-1 spring contact component was found to be out of specification. This out of specification spring contact may have contributed to the clinical observations. Analysis did not confirm the oversensing, impedance or high threshold allegations.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abnormal impedance measurements, high pacing thresholds, oversensing and pacing inhibition. The physician noted there was lead insulation damage, which was induced during the explant procedure. The physician elected to replace this device and the right ventricular lead, and it was not possible to perform a save to disk. There were no adverse patient effects reported.